Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2347076, d.4. Medical device expiration date: 31-may-2024, h.4. Device manufacture date: 13-dec-2022, d.4. Medical device lot #: 2292077, d.4. Medical device expiration date: 31-mar-2024, h.4. Device manufacture date: 19-oct-2022.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had 50 tubes that are underfilling. There was no report of impact to patient or user.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had 50 tubes that are underfilling. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 14-feb-2024. H3. Device returned to manufacturer- yes. H3. Device eval by manufacturer- yes. H.6. Investigation summary: 6 contaminated customer samples from lot 2292077, 2 contaminated customer samples from lot 2347076, and 1 photo were received from catalog 367863, lot numbers 2347076 and 2292077. The contaminated samples and photo were visually evaluated showing the amount drawn into the tube is below the fill line on the tube label. Additionally, ten (10) retention samples of each lot from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had 50 tubes that are underfilling. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, ten (10) retention samples of each lot from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.